Event description:
The physician was using an resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion. The lesion was reported to be calcified. The lesion was pre-dilated and the stent was deployed. Post-dilation was then performed; however, on review of the images, the physician felt that the distal side of the stent was fractured. The stent expansion appeared incomplete due to the large amount of calcium present. There is no patient injury and no clinical sequelae were reported. Image review: one still image of the deployed stent was provided. There appears to be gapping between the 1st and 2nd distal stent segments, however, there is no evident of a fracture. The mid to distal stent appears to have conformed to the native lesion as a result of the vessel/lesion morphology.

Event description:
Cine image review: review of the images confirmed that the deployed stent profile was impacted by the lesion morphology. The struts on the distal end are un-uniform the proximal end looks good. No fracture is evident, only gapping within the stent. It looks like the post dilatation could be a contributor to the irregular strut displacements.

Manufacturer narrative:
Results: patients condition affected effectiveness of device (lesion morphology impacted on the stent profile). Related to operational context (post dilatation of a difficult lesion). Conclusion: device failure/lack of effectiveness related to patient condition (lesion morphology impacted on the stent profile). Operational context contributed to event (post dilatation of a difficult lesion).

Manufacturer narrative:
(B)(4). Evaluation: results: (root cause undetermined, limited information available). (Material deformation). (Device not available for evaluation).